Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The case involved a 76-year-old male patient with a high level of clinical complexity. Following a two-graft CABG procedure, both grafts became occluded shortly afterward. And the patient was supported with an iabp. The patient subsequently deteriorated due to cardiac tamponade. Prior to the urgent re-operation to evacuate the pericardial hematoma, implantation of an impella 5.5 device was planned to provide temporary circulatory support. During the procedure, device placement proved challenging. After initiating support, a left ventricular perforation was identified, requiring immediate surgical repair. Once hemostasis was achieved and the chest was closed, the patient developed ventricular tachycardia. Repositioning the device resolved the arrhythmia. The field representative responded that the procedure was done after hours and echo tech was not available. Echo device used was dated and performed by crna and noted, images were very poor. Surgeon stated he believes he pulled the device back too far. The surgical team elected to remove the device, which led to stabilization of the patient¿s rhythm and allowed for hemodynamic management without further mechanical support.